Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed via ultrasound. Later, healthcare professional reported "contour deformity". Device has been explanted.

Event description:
Healthcare professional reported right side rupture confirmed via ultrasound. Later, healthcare professional reported "contour deformity". Device has been explanted.

Manufacturer narrative:
Device evaluation: ased on the device analysis grid, the assessments of the complaint are: rupture: not observed. No further actions are required as no manufacturing issues are observed.